Event description:
During an ercp procedure, the physician used a wilson-cook howell dash ii direct access system pre-loaded with a tracer metro wire-guide. During an ercp procedure the wire guide was pulled back through the device. The coating of the wire guide separated near the distal end and detached in the patient's papilla. The device was removed with a no injury to the patient.